Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving no delivery alarms when they were attempting to prime their insulin pump. The customer stated they had tried changing out their infusion set, but the problem was recurring. The customer's blood glucose was 97 mg/dl. Troubleshooting found insulin was not able to exit with a push plunger. Troubleshooting was also able to resolve the issue by changing out the reservoir. The customer was advised that their reservoir was occluded. No additional information provided.